Event description:
It was reported in a literature publication that 540 patients were treated with xlif and bmp. One patient underwent an l2-5 xlif with lateral plating and bmp. Six-month postoperative CT showed extensive ectopic bone formation through the psoas muscle at l4-5, the patient had severe right leg pain. The patient required revision surgery for removal of the lateral plate and lateral screws with exploration of the psoas for removal of ectopic bone.

Manufacturer narrative:
Literature article citation: smith et al. Complications with rhbmp-2 in lateral approach spine surgery. Proceedings of the nass 27th annual meeting / the spine journal (12 (2012) 91s-92s). (B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.